Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, during the introduction of the valve into the 14f esheath+, it was noted that more pressure than usual was needed to push the valve out of the esheath+. During the deployment with the commander delivery system, the outflow portion of the valve opened before the inflow portion. The inflow portion of the valve opened only after the pressure had built up in the balloon. The valve was able to be fully deployed in the correct position. The delivery system was removed through the esheath+, and the devices were removed without difficulty. After the esheath+ was removed, it was found that the clear tip of the esheath+ was torn off and missing. The surgeon attempted to look for it, but it was not found. There were no patient injuries and the patient was doing well. The devices were discarded by the facility.

Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Fluoroscopic imagery was provided and constrained inflation was observed on balloon distal end, consistent with separated tip (not visualized) likely wrapped around thv inflow. Imagery of the patient anatomy was provided and revealed the presence of calcification and tortuosity in the patient's right access vessel. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for resistance, separation of components and distal tip tear could not be confirmed due to unavailability of imagery of the esheath or returned device. Fluoroscopic imagery showed that the valve initially deployed asymmetrically, with the valve expanding only on the proximal side followed by eventual distal expansion, leading to full thv deployment. In this case a full circumferential distal tip tear was reported, indicating that the reported asymmetrical inflation was likely the result of separated tip impacting the inflation profile due to it being retained on inflation balloon/crimped thv. Further investigation is ongoing to determine the most likely failure mechanism and root cause of the distal tip tear and separation of components. Additionally, patient factors were confirmed via imagery of the patient anatomy. Since the presence of patient factors (calcification and tortuosity) can create sub-optimal conditions for distal tip expansion (i.e. Physical constraints), these factors could contributing to the reported failure by impacting the tip opening mechanism. Any constraints during tip expansion could also lead to increased resistance at distal shaft while passing the system/crimped valve through. During the tip tear event, the valve could catch onto the distal tip, leading to component separation if compounded by high push force used to overcome any associated resistance. However, a definitive root cause of the resistance is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.